Manufacturer narrative:
After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product analyses center (pac) and the technician found residue from a water line running over the system pcb assembly, water was on parts in the keypad and printer circuits. The system pcb assembly didn't sustain long term electrical damage and was operating normally during testing.

Event description:
The customer contacted stryker to report that buttons on their device are unresponsive. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that buttons on their device are unresponsive. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.